Event description:
Consumer was allegedly found face down, deceased, on the mattress.

Manufacturer narrative:
Device has been in service for 7 years. Dealer stated there is no defect or malfunction. Consumer was found face down on the mattress. MDR filed based on death.